Manufacturer narrative:
The investigation for the gastrointestinal bleed has been completed. Pump was not returned for investigation. Data log review was not required for this case. As per the clinical, gi bleed was reported during case run. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The relation between gi bleed and impella device was unknown. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had placed a 5.5 pump for the support of a patient who had a heart transplant at age of 2. Patient admitted in with acute myocardial infarction / cardiogenic shock and heart failure. Patient had a venous-arterial extra corporeal membrane oxygenation (va ECMO) running while decisions being made as the patient was not a ventricular assist device or transplant candidate. The 2nd day of support the patient developed a gi bleed that prompted purge change to sodium bicarbonate and removal of heparin. The pump remains on for support now over a month later.